Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00942. It was reported the patient experienced a headache post-trial procedure. In turn, the physician suspected a cerebrospinal fluid (csf) leak and instructed the patient to consume caffeine. Follow-up information indicated the patient¿s headache has resolved.

Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2019-00942.